Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an atrial arrhythmia followed by rapid ventricular response as ventricular fibrillation (vf) and delivered an inappropriate therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.